Manufacturer narrative:
Labeling review, user manual states the following: "warning: do not let an ipg battery remain depleted for an extended period of time. If a depleted battery is not recharged within 30 to 90 days of its full discharge, the charger may not be able to recharge it; and it will have to be surgically replaced to resume therapy."

Event description:
Follow up information received identified the her scs ipg replaced with a new one. Effective stimulation coverage in all areas was confirmed postoperatively.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient's scs ipg was inoperable because the patient lost her scs charger and did not charge the device. Surgical intervention to replace the patient's scs ipg may be taken at a later date.